Event description:
Reporter alleged blood glucose measured 547 mg/dl back to back with a result of 157 mg/dl when testing was performed < 10 minutes apart. Customer stated having no high blood glucose symptoms at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.